Manufacturer narrative:
Investigation results: based on the reported complaint and visual analysis, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. The reported failure "short port btt black inflation valve dislodged" was confirmed. (B) (4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged (popped out) and the balloon would not remain inflated. The case was completed by wrapping wet gauze around the pt's calf incision sites and since incisions were small, balloon didn't need to be inflated. The hosp did not report any pt complications.